Manufacturer narrative:
Unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, unit passed self test and displacement test. Unit back light function properly and no anomaly noted. Unit had cracked battery tube threads. No cracked lcd window noted.

Event description:
The customer reported via phone call that the display light was dark and crack on the screen. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.